Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, ¿no improvement in long-term wear and revision rates with the second-generation biomet cup (ringloc) in young patients¿ which aimed to examine the clinical results following total hip arthroplasty in a study of 111 patients younger than 55 years that experienced possible poor performance of cementless titanium acetabular components using the hexloc system and mallory head acetabular components manufactured by biomet; and to investigate the whether results could be improved with a second-generation design, the ringloc. Three patients were identified in the article that underwent hip arthroplasties on unknown dates. Patient follow-up results provided indicate that the patients underwent hip arthroplasty revisions due to liner wear and/or acetabular loosening. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This report is being filed to correct previously submitted information. If any new information becomes available another report will be submitted.

Event description:
It was reported in a journal article, three patients underwent total hip revision procedures due to cup loosening. Attempts have been made and additional information on the reported events is unavailable.